Manufacturer narrative:
An investigation is being performed, a supplemental report will be sent.

Event description:
It has been reported that surgeon is unhappy due to siw being unable to provide implants that were ordered.

Manufacturer narrative:
Investigation into this issue confirmed the reported event where siw failed to supply product to the customer at the required time. Several request were made for the parts by the customer where each time they were informed the requested items were out of stock and that the parts would be supplied as soon as they became available. The investigation concluded that the root cause of this event was due to a customer services issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
It has been reported that surgeon is unhappy due to siw being unable to provide implants that were ordered. This is a supplemental report to 3004105610-2016-00087 ((B)(4)).